Event description:
It was reported that a patient experienced a leaking transfer set which caused peritonitis coincident with automated peritoneal dialysis (pd) therapy. One day prior to the receipt of this report, the patient was seen at the dialysis clinic and stated that he was experiencing an unspecified leak. The patient was unable to find the location of the leak and stated that ¿the transfer set was wearing¿. The pd nurse clarified that it was the transfer set that was leaking and changed out the old transfer set with a new locking titanium adapter and transfer set. The patient had been experiencing the leak for two weeks prior to this day¿s clinic visit, however, had failed to report the leak until now. Subsequently, on this same day, the patient was diagnosed with peritonitis and treatment for the event was started with vancomycin, 1 gram (gm), intraperitoneally (ip). The patient did not require hospitalization for the event. Two days after starting the treatment, vancomycin was stopped and treatment for the peritonitis was started with cefazolin, 1 gm, ip, dwell 6-8 hours for 14 days. Twenty days after the diagnosis date, the patient had finished his antibiotics and was scheduled for a clinic visit one week later. The outcome of the peritonitis was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.